Manufacturer narrative:
Through follow up with the hospital pathology department, it was learned this device was not available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Also noted, this is a mitral pericardial valve implanted to the tricuspid position. Through follow up with the surgeon, the operative report was provided and indicates this device was suture looped. The suture loop was detected after coming off bypass. This is considered a serious injury. The patient went back on bypass. The valve was explanted and replaced, and the patient was transferred from the or in stable condition. Patient has since been discharged. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Event description:
Edwards learned through its implant patient registry that a 27 mm mitral pericardial valve was implanted to the tricuspid position and then explanted. Through follow up with the surgeon's office, it was learned this device was explanted due to a suture loop detected on post-op echo. The patient was returned to bypass and another 27 mm valve was implanted. The patient came off bypass the second time without difficulty with good functioning of the bioprosthetic valve. The operative report indicates "intraoperative severe tr. Examination of the valve showed entrapment of a bioprosthetic valve leaflet. The valve was replaced without event."